Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip was bent, causing side to side misalignment of the grips. There was a 0.015 offset at the tips. The bent grip exhibited a separation of the yaw pulley and pulley cover at the glue joint, indicating likely overloading at the tip. Failure analysis concluded that damage was likely due to mishandling. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damaged found during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si nephrectomy procedure, the customer noted that the tips of the maryland bipolar forceps instrument did not match up. No patient harm, adverse outcome or injury was reported.